Manufacturer narrative:
During evaluation at baxter largo, the device experienced a system error 345. Baxter medina received the device and the device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The system error 345 was confirmed through the event history log, however the reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The cause could not be determined, however the device passed functional testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. During evaluation at baxter largo, the device failed flow rate testing. Baxter medina received the device and the device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The cause could not be determined, however the device passed functional testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity) and also failed flow rate accuracy testing in baxter largo. There was no patient involvement. No additional information is available.